Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of under 40 mg/dl. The customer had symptoms such as getting dazed, confused and sweaty with jitters. The customer treated with orange juice and glucose tablets. The customer stated that she does not bolus at each meal. The customer stated that she only bolus if her blood glucose if 300 mg/dl or more. The product was not returned for analysis.